Event description:
It was reported that the pt states he has swelling in the left hip. He has a constant dull ache in the left hip and thigh. He sometimes experiences sharp pains down the leg between the hip and the knee. He has a sharp pain when trying to negotiate steps or getting down on his knees. Anything that puts pressure on the leg causes his pain to increase. He also has difficulty getting in and out of his pickup truck and cannot bend over to put on his socks. He is taking pain medication when pain intensifies.

Manufacturer narrative:
Additional information received from sales rep on (B)(4) 2012: mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck - stem mechanism of failure. Additional information has been requested and if received, will be provided in a supplemental report.